Event description:
Biotronik rep (B) (4) called in reporting the inability to interrogate an actros device. Typical troubleshooting was conducted with manuel including forced interrogation, rebooting the programmer, changing the angle of interrogation and ensuring there were no other sources of emi. It was verified that a changeout had not occurred recently. It was reported that when the wand was placed over the device, a pacing rate of 40 bpm was seen. When the wand was removed, it increased to 50 bpm which is not normal magnet behavior. A change out was recommended based on the length of implant, the inability to interrogate the device, and the unusual magnet behavior.